Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 347352 competitor lead 2007-(B)(6). (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported the device was attempted but not used due to the right ventricular (rv) lead set screw being locked at implant. A torque and non-torque wrench were unsuccessfully used to try and screw/unscrew the set screw. The device was successfully replaced with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.